Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, which led to a surgical intervention. During surgery, it seemed that the aus components were not connected. Therefore, all components of the existing aus were explanted and replaced with a new aus. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant the aus on an unknown date due to recurring urinary incontinence. The patient later underwent a procedure to have a new aus implanted. No patient complications were reported.